Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an similar events with six infusion sets where the infusion set tubing was leaking at site after being used for one day. Patient's blood glucose at the time of event was 12 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.